Event description:
Clinical study-during the initial procedure, the target lesion was located in the 1st obtuse marginal coronary artery. The vessel was reported to be mildly calcified adn mildly tortuous. The pre-intervention stenosis was 100%. The lesion was pre-dilated, then a 2.5 x 20mm taxus liberte drug eluting stent was implanted. The post-intervention stenosis was reported as 0%. The patient presented 22 days after the initial procedure with a 100% in-stent thrombosis. It was reported the thrombosis was 'definitely' related to the taxus stent. A re-intervention was performed on the target vessel and the thrombosis was resolved with an angioplasty balloon. No further information was provided on the patient's condition. The patient presented 28 dyas after the initial procedure with a q-wave myocardial infarction. He was treated with medical therapy only, the cause was unknown and reported as not device related. This product is only ous approved but it is similar to a marketed us device.